Event description:
Health professional reported report ¿damage to a shipment of juvederm voluma xc where ¿one, single box was damp, and the product looks cloudy." No patient contact occurred.

Manufacturer narrative:
Device analysis: "2 full sealed tray received in an opened pack. No defect observed."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. Juvéderm voluma® xc injectable gel is a clear, colorless gel without visible particulates. In the event that the content of a syringe shows signs of separation and/or appears cloudy, do not use the syringe; notify allergan product surveillance at (877) 345-5372. Juvéderm voluma® xc injectable gel is supplied in individual treatment syringes with needles as indicated on the carton. Juvéderm voluma® xc can be injected with either a 27g ½" or a 25g 1" needle. The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is open or damaged. Shelf life and storage: juvéderm voluma® xc injectable gel must be used prior to the expiration date printed on the label. Store at room temperature (up to 25°c/77°f). Do not freeze. Juvéderm voluma® xc injectable gel has a clear appearance. In the event that a syringe contains material that is not clear, do not use the syringe; notify allergan product surveillance immediately at (877) 345-5372.

Event description:
Health professional reported report ¿damage to a shipment of juvéderm voluma® xc where ¿one, single box was damp, and the product looks cloudy." No patient contact occurred.